Event description:
Reportable based on device analysis completed on 27may2024. It was reported that catheter issue occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure upon pullback, it was noted that lost image has occurred. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed imaging widow twisted near the lapjoint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging widow twisted near the lapjoint section and an imaging core windup and a broken drive shaft began at 27.8 cm from the distal end of the connector shaft. Impedance test shows an electrical open at the proximal end of the catheter. Based on the evidence, the as reported code of image lost is confirmed.